Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt expired. The cause of death and relationship to the implanted system was unk. It was noted that on (B) (6) 2007 the pump was used to deliver lioresal 2000mcg/ml with a daily dose of 199.99mcg. More recent drug info was unavailable at the time of this report. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.